Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced pain and permanent injuries. According to the physician's office, as of a post-operative medical appointment in (B)(6) of 2008, no patient complications were reported. The physician has not seen the patient since (B)(6) of 2008. All other information is unknown and unavailable.